Manufacturer narrative:
This report has been identified as b. Braun internal report number 400763821. A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission #k092313, k172831, k191910.

Event description:
As reported by the user facility: the pump was programmed to infuse 30 ml in 1 hour, but the infusion took 40 minutes. No patient injury reported.